Manufacturer narrative:
(B)(6). (B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating a patient underwent multiple procedures with a duodenoscope (unspecified) in (B)(6) 2014 and died on (B)(6) 2014. Pentax medical was not made aware of the event when it occurred, and therefore cannot conclude at this time whether the device was returned to pentax for evaluation after the event occurred. No further information on the event, the patient, or the device has been received by pentax medical at this time.